Manufacturer narrative:
Continuation of d10: product ID: evolutfx-23 (serial: (B)(6)); product type: 0195-heart valves. Product ID: l-evolutfx-2329 (lot: 0012124368); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed to the point of no recapture and appropriate positioning was confirmed. However, after approximately waiting for one minute, the patient's blood pressure rapidly decreased. Fluid accumulation was noted via transthoracic echocardiogram, and cardiac massage was performed but drainage was not successful. Extracorporeal membrane oxygenation (ECMO) was initiated. The valve was recaptured and withdrawn from the patient. Blood drainage was again unsuccessful; therefore, thoracotomy was performed. A non-medtronic surgical aortic valve was implanted while a heart-lung bypass machine was in use. At that time, the perforation site was identified in the left ventricle and was noted to be from the non-medtronic guidewire. The perforation was repaired, and the ECMO was restarted. An intra-aortic balloon pump was inserted and the patient left the procedure and returned to the intensive care unit; however, the it was reported that the patient died the next day.